Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was reading inaccurately high when compared to her feelings or normal results. This complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at approximately 4:00pm, the patient stated she obtained a reading of '82mg/dl' on her lfs device and '38mg/dl' on her doctor's device. The patient stated she uses novolog insulin pump therapy to manage her diabetes. The patient reported making no changes to her usual diet, medications or activity level on the day of the alleged issue. The patient denied developing any symptoms in response to the alleged issue. The patient reported on (B)(6) 2012 a few minutes after the low reading was taken, the patient reported having some juice to drink. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement at the time of testing and the patient's test strips were expired. Replacement products were sent to the patient. The subject meter and test strips have been returned to lfs and evaluated by lfs product analysis with the following findings: complaint not confirmed and the test strips were expired. Based on the information provided, this complaint is being reported because the patient's blood glucose was measured by the healthcare professional and was found to be seriously low and required treatment from the hcp.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.